Manufacturer narrative:
E1: establishment name: (B)(6). The device was returned to olympus for evaluation, and the reported failures were confirmed. The image displays only magenta or green. In addition, the flickering was noted as a snowflake. A root cause could not be identified. Event 1:during the procedure, the image turns green. The image color tone is abnormal (the image displays only magenta or green). Based on the results of the investigation, it is suspected that overcurrent¿caused by accumulated electrical stress from repeated energization, accidental application of static electricity, or electrical leakage from other products¿may have damaged the internal board in the connector, potentially affecting image output. Event 2:flickering light. Image snowflake. It is suspected that overcurrent¿caused by accumulated electrical stress from repeated energization, accidental application of static electricity, or electrical leakage from other products¿may have damaged the internal board in the connector, potentially affecting image output. The events can be detected/prevented by following the instructions for use which state: IFU document no.: ge9387 rev.: 14 section: 3.8 inspection of the endoscopic system should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the endoeye flex deflectable videoscope image turned green and had a flickering light. The event occurred during a therapeutic laparoscopic colectomy procedure. The procedure was not prolonged; it was completed with an olympus back-up device. There were no reports of patient harm.